Event description:
It was reported by colombia that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move. It was further determined that the device failed pretest for check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the saw coupling was damaged. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter address 1: (B)(6).